Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003702 - stemmed tibial component precoat size 4 for cemented use only - unknown; 00596401551 - femoral component option size e left compatible with lps-flex prolong - unknown; 00596009900 - taper stem plug - unknown; 00598009000 - stem extension replacement screw - unknown; 00597206532 - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - unknown; 00596003212 - articular surface size ef 12 mm height use with plate 3,4 - unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01980.

Event description:
It was reported a patient had a left total knee arthroplasty. Approximately 18 years later, the patient underwent a revision due to pain and loosening of the tibial component. During the revision, bone reabsorption was found and a complete synovectomy was performed due to synovitis. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient suffers from arthritis, left knee bursitis, swelling, limping, and limited movement. The prothesis was loosened, tibial component was extremely loose with not much cement present, but other implants removed as well. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.